Manufacturer narrative:
The power flex circuit was replaced to correct the problem that was found during service.

Event description:
The ventilator was returned for a scheduled 15k pm. During service, the carefusion service tech found jp4, pin# 2 of the power flex circuit was burned. This problem was not reported by the customer.